Event description:
The reporter stated that the surgeon experienced difficulty when threading the drilling guide onto the proximal oblong hole of the tibio talo calcaneus plate. When it was threaded, the screw that was placed in that location after drilling, did not slide down the oblong hole in the plate correctly, and the surgeon elected to remove this screw and replace it with another type of screw. The length of the surgical procedure was prolonged by about twenty to thirty minutes. There is no report of any adverse outcome for the patient.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.